Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) where undersensing was observed. Despite this, the device did not encounter a significant delay in delivering therapy and successfully converted the vf with a shock. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.